Event description:
A company representative reported that the tip of an everest polyaxial screw inserter, special connector fractured off intra-operatively and that the fractured component remains in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences were reported.